Event description:
(B)(4). I gained over 35lbs after having the essure procedure done. Weight gain due to the fact my period backed up inside me from (B)(6) 2011 until I was rushed to the ER for severe pain that had me screaming uncontrollably once the e.r. Doctor did pelvic exam he found the scar tissue had created a barrier so my periods could not do the normal monthly cyxle. It was filled up no room